Event description:
A customer contacted beckman coulter inc. (Bec) stating that they observed a fluid leak around the needle area of the coulter lh 750 hematology analyzer. Per customer, there was fluid in the bottom of the instrument in the drip tray and a black component was seen in the drip tray. The customer was wearing personal protective equipment (ppe) consisting of gloves, gown and face shield at the time of the event. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6), 2011 and found that the drain block had come off the cylinder piston and had broken off the assembly which caused a leak in the drip tray (the drain block was the black component that the customer had seen). Fse replaced the probe wipe assembly. Repairs were verified per established procedures. The root cause of the leak is attributed to the broken drain block. The bec internal identifier for this event is (B)(4).